Event description:
It was reported to covidien on (B)(6) 2010, that a customer had an issue with a catheter, continuous flow. The customer reports that upon extraction from the access sheath, it was noticed that the balloon was nearly ripped off of the catheter shaft. Prior to extraction, the tech made an extraordinary attempt to evacuate the balloon by using a 20 cc syringe to aid deflation. Upon cursory exam, it appeared the balloon material was complete with no missing segments.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.